Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited pacing inhibition during an inappropriate shock. Guidant received additional information that this ICD was explanted due to an earlier than expected elective replacement indicator (eri).